Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the the instrument's blades had mechanical indentations/burrs. The instrument was placed on an in-house system for a suture cut test. The scissors did not cut cleanly through. The suture got smashed between the blades and required multiple attempts to be cut completely through. The blades exhibited mechanical indentations. This may have contributed to poor cutting. Failure analysis concluded that the indentations/burrs damage may be due to mishandling/misuse. Failure analysis investigation also found the pitch cables to be frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist were undamaged. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci nephrectomy procedure, it was identified that the large suturecut needle driver instrument was dull. There was no patient harm, adverse outcome or injury reported.